Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been having issues with the insulin pump for a week and the customer has been experiencing extreme high and extreme low blood glucose readings. The caller stated that, one hour prior to the phone call, the customer's blood glucose was 378 mg/dl, but prior to that, the last known blood glucose was 121 mg/dl. The caller stated that the customer had to use glucagon and had to be taken to the hospital. On (B)(6) 2017, the customer was having a low blood event, was given a shot, disconnected from the insulin pump and was taken to the hospital by a parent. The next day, the insulin pump was reconnected. On (B)(6) 2017, the insulin pump was disconnected and was given a shot, again. That night, the insulin pump was reconnected, the customer went to sleep, and in the morning woke up with a blood glucose of 72 mg/dl. The customer had a big breakfast with no correction. During breakfast the insulin pump was disconnected. Twenty minutes later the customer's blood glucose decreased to 45 mg/dl which was treated. Fifteen minutes later the customer's blood glucose increased to 70 mg/dl, another fifteen minutes later it increased to 72 mg/dl, then to 77 mg/dl, then five minutes later it dropped to 51 mg/dl, which was treated with glucagon. The customer's blood glucose was 36 mg/dl when they were driven to the hospital. The customer was treated with intravenous injections and was disconnected from the insulin pump. The caller stated that the reservoir was fill to 200 ml on (B)(6) 2017 and they checked it thirty minutes prior to calling for troubleshooting, and the reservoir was completely empty. However, the status screen showed that there was 140u left in the reservoir. The caller stated that the customer was using an infusion set that had lot number that was recalled. The caller stated that they remove the reservoir from the top of the vial of insulin and connect the tubing connector from the top of the reservoir. Settings were checked and everything was correct. The customer was advised that the insulin pump will need to be returned for analysis since they reported that there is less insulin pin the reservoir that what is displayed in the status screen and there were no leaks found during troubleshooting.